Event description:
It has been reported to philips that there is a " flat c detective error" on unit. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that there was a flat c error in the system. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. The codes were updated based on the investigation outcome.